Manufacturer narrative:
Additional: it has since been reported that the patient experienced an infection and the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery. This report is submitted on june 4, 2019.

Manufacturer narrative:
This report is submitted on may 03, 2019.

Event description:
It was reported the patient experienced skin flap issues and subsequently was treated with oral antibiotics for a duration of 11 days (date not reported). Clinical management is ongoing.